Event description:
The customer reported having problems with the insulin pump. She stated that the device kept asking to rewind then turns off and starts counting. Had the customer to change the battery, but the problems continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement and rewind test. However, the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.